Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer stated that she did not think that her insulin pump was delivering insulin. The blood glucose reading was over 400 mg/dl. Customer treated with manual injection. She stated that she felt okay. The drive support cap was normal and recessed. Customer found no air bubbles in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit the tubing. The insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.